Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2023, for a follow-up. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) had patient notifier anomaly where the vibratory notifiers were triggering inappropriately. The device was reprogrammed to resolve this issue. There were no adverse consequences to the patient.